Manufacturer narrative:
The t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support (cts) educated the customer on the pump's auto-off safety feature. Cts advised the customer to consult with the healthcare provider prior to modifying the setting, however, the customer adjusted the setting at the time of the event. Additionally, it was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. The customer's blood glucose level was 215 mg/dl. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.